Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the unit was returned for evaluation. Visual inspection (via the naked eye) revealed no evidence of the reported defect. The tubing was found clipped inside the tubing slot of the coil cap. The blue winged luer cap was found attached to the unit. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had an unspecified problem described as the device missing its blue tip or tubing not clipping. This was found before use. There was no patient involvement. No additional information is available at this time.